Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Seroma-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b6, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and seroma. The device has been explanted and replaced with a non-allergan device.